Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. It was also reported the defibrillator "did not work, and did not slow down the heart rate five days before death." A request for the cause of death was made and it was listed as pneumonia.